Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3889-28, lot# v104842, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device did not work. The patient had no results. The stimulator was explanted due to pain and an unrelated MRI.